Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The biomedical technician (biomed) for a user facility reported to fresenius technical services that thermal decomposition was discovered within the 2008t machine. The biomed stated the 2008t machine was initially removed from service for leaking. The biomed could not confirm whether the machine leaked during patient treatment but confirmed that there was no patient adverse event, serious injury, or required medical intervention reported with this issue. An evaluation was performed and a broken ultrafiltration (uf) check valve was determined to be the cause of the reported leak. The biomed also noted thermal decomposition on the flow motor. The biomed explained that the uf check valve leaked onto the flow motor and caused it to overheat. The uf check valve and the flow motor were replaced. The biomed ran functional testing and noted an ¿electrical burn¿ smell. The machine was powered off. Upon further inspection, the biomed noted the top of valve 33 had melted. There was no observed smoke, spark, flame, or arcing. No smoke detector was triggered and use of a fire extinguisher was not required. Valve 33 was replaced to resolve this issue. The machine was returned to service following repair. There was no harm to any individuals as a result of the reported issue. The biomed confirmed the sample is available to be returned to the manufacturer for physical evaluation via return goods authorization (rga).

Event description:
The biomedical technician (biomed) for a user facility reported to fresenius technical services that thermal decomposition was discovered within the 2008t machine. The biomed stated the 2008t machine was initially removed from service for leaking. The biomed could not confirm whether the machine leaked during patient treatment but confirmed that there was no patient adverse event, serious injury, or required medical intervention reported with this issue. An evaluation was performed and a broken ultrafiltration (uf) check valve was determined to be the cause of the reported leak. The biomed also noted thermal decomposition on the flow motor. The biomed explained that the uf check valve leaked onto the flow motor and caused it to overheat. The uf check valve and the flow motor were replaced. The biomed ran functional testing and noted an ¿electrical burn¿ smell. The machine was powered off. Upon further inspection, the biomed noted the top of valve 33 had melted. There was no observed smoke, spark, flame, or arcing. No smoke detector was triggered and use of a fire extinguisher was not required. Valve 33 was replaced to resolve this issue. The machine was returned to service following repair. There was no harm to any individuals as a result of the reported issue. The biomed confirmed the sample is available to be returned to the manufacturer for physical evaluation via return goods authorization (rga).

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the balancing chamber valve was returned to the manufacturer for physical evaluation. Thermal decomposition was noted in the body of the valve and there was corrosion identified on the terminals. The flow motor and check valve were not returned for analysis. The reported issue was confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.